Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the bending section and insertion section during user handling and caused the no image event. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: warnings and cautions: caution. Turn the video system center on only when the videoscope cable is connected to both the video system center and the electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Precaution for disappeared or frozen endoscopic image; warning. Follow the precautions given below when handling the instrument. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Inspection of the endoscopic system. Inspection of the endoscopic image. While observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities. Angulate the endoscope and confirm that the wli and nbi endoscopic image does not momentarily disappear or display any other irregularities. Chapter 5 troubleshooting. If the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection,¿ do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide.¿ if the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced device was returned to olympus and the customer¿s reported problem was partially confirmed. The image was found flickering when the light guide tube is manipulated, however, the no image problem was not confirmed. Also, the scope was found leaking from a hole and stretched bending section cover. The bending section cover adhesive is peeling, there is a deformation/buckle on the insertion tube and there is noise when moving the angulation control knobs. The investigation is still in progress; however, should additional relevant information become available, a supplemental report will be submitted accordingly.

Event description:
Olympus was informed that during preparation for use, the evis exera ii broncho-videoscope was ¿getting lines in the image¿. The scheduled procedure was completed with another scope with no delay. When the device was plugged in and did not work at all, just a black screen and after cleaning a leak was discovered as well. No death or injury and no impact to patient or other has been reported. This MDR is being submitted to capture the black screen/no image malfunction.